Manufacturer narrative:
(B)(4) upon carefusions investigation or if additional information becomes available a follow up submission will be completed.

Event description:
The bottle failed (B)(6). The patient was draining very well. At a point during the drainage, the nurse had to simply move the bottle slightly when suddenly the tubing popped off spewing fluid everywhere. Informed me the drainage line disconnected from the bottle. She said she holds the bottle between her knees to puncture the bottle for draining to start. She then moves the bottle (holding the bottle, not the tubing) to the floor until drainage is complete. When she put the bottle down, the drain line came out where it goes into the white ¿plunger.¿ october "2502018" additional information received (there was bodily fluid exposure to healthcare provider but no medical treatment was needed).

Manufacturer narrative:
(B)(4). Our quality engineers received one photo for evaluation. Reported failure was confirmed during visual analysis as the engineer identified the drainage line to be disconnected from bottle. An internal review of the history files was completed for the reported lot number manufactured 04-04-2018; confirming procedural and functional requirements needed for the product to be released were met. The engineer has concluded the most probable root cause of reported failure could be manufacturing process or method not followed appropriately, work instruction explicitly describes the correct way of performing drainage lines-to-bottle connections. Bd has taken preventative actions by alerting applicable manufacturing personnel of this reported failure, via awareness training. The failure mode will be entered into the complaint management system to be tracked / trended. Customer complaint trends are evaluated on a monthly basis during our quality team meeting. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
The bottle failed september 24th. The patient was draining very well. At a point during the drainage, the nurse had to simply move the bottle slightly when suddenly the tubing popped off spewing fluid everywhere. Informed me the drainage line disconnected from the bottle. She said she holds the bottle between her knees to puncture the bottle for draining to start. She then moves the bottle (holding the bottle, not the tubing) to the floor until drainage is complete. When she put the bottle down, the drain line came out where it goes into the white ¿plunger.¿ october 2502018 additional information received (there was bodily fluid exposure to healthcare provider) but no medical treatment was needed.